Event description:
It was reported that as a result of degenerative scoliosis, the patient underwent a lumbar spine surgery using medtronic products. Four years post-op, the patient presented with lower back discomfort at the hospital. It was sometime post-op that there was implant breakage. In 2012, the patient was advised to undergo a revision surgery to remove the construct. On (B)(6) 2015, the patient underwent revision surgery to remove and replace the broken crosslink and the rest of the construct, including 2 broken rods and 2 broken screws.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.